Manufacturer narrative:
Six samples were sent in for investigation. The customer's ft4 results were reproduced during the investigation. A specific root cause could not be identified. Different values can be expected when comparing values from different types of analyzers. Normal reference ranges provided by different manufacturers can also be different. Normal reference ranges can depend on physiological and sociological factors.

Manufacturer narrative:
The customer provided data for 4 new patient samples. These results are from new patients that have not been previously reported. Of the data provided, 3 patient samples were erroneous. Erroneous tsh results for patient 3 and erroneous ft4 results for patients 1-2 were identified. It is not clear if erroneous results were reported outside of the laboratory. The erroneous ft4 results for patients 1-2 will be covered on this supplemental report. Reference medwatch (B)(4) for erroneous tsh results for patient 3. On (B)(6) 2015 patient 1 ((B)(6) year old female) initial ft4 result on the e411 analyzer of 21.6 pmol/l. The repeat result was 22.8 pmol/l. The sample was repeated on an abbott analyzer with a result of 17.9 pmol/l. On (B)(6) 2015 patient 2 ((B)(6) year old female) initial ft4 result on the e411 analyzer of 42.7 pmol/l. The repeat result was 42.19 pmol/l. The sample was repeated on an abbott analyzer with a result of 28.9 pmol/l. No adverse event was reported.

Manufacturer narrative:
Based on the available data, a general reagent issue can most likely be excluded.

Event description:
The customer complained about high free thyroxine (ft4) results from multiple patients. The problem began "around (B)(6) 2015." The ft4 results did not fit the patient's clinical picture. It is not clear how many patients were affected. Data was provided for 6 patients. Based on the data provided, all 6 patient samples were erroneous when tested for ft4. It is not clear if erroneous results were reported outside of the laboratory. On (B)(6) 2015 patient 1 (date of birth and gender not provided) initial ft4 result on the e411 analyzer was 23.2 pmol/l. The repeat ft4 result on the e411 analyzer was 23.1 pmol/l. The sample was repeated on an abbott analyzer where the result was 16.8 pmol/l. On (B)(6) 2015 patient 1 initial ft4 result on the e411 analyzer was 21 pmol/l. The repeat ft4 result on the e411 analyzer was 21.9 pmol/l. The sample was repeated on an abbott analyzer where the result was 15 pmol/l. On (B)(6) 2015 patient 1 initial ft4 result on the e411 analyzer was 21 pmol/l. The sample was repeated on an abbott analyzer where the result was 15 pmol/l. On (B)(6) 2015 patient 2 initial ft4 result on the e411 analyzer was 24.9 pmol/l. The repeat ft4 result on the e411 analyzer was 24.8 pmol/l. The sample was repeated on an abbott analyzer where the result was 18.5 pmol/l. On (B)(6) 2015 patient 3 ((B)(6) female) initial ft4 result on the e411 analyzer was 27.83 pmol/l. The sample was repeated and the result was 27.2 pmol/l with a data flag. The sample was repeated on (B)(6) 2015 and the ft4 result was 15.6 pmol/l. On (B)(6) 2015 patient 4 ((B)(6) male) initial ft4 result on the e411 analyzer was 23.31 pmol/l. The sample was repeated and the result was 23.4 pmol/l with a data flag. The repeat ft4 result was 16.1 pmol/l. On (B)(6) 2015 patient 5 ((B)(6) male) initial ft4 result was 23.53 pmol/l. The repeat ft4 result was 18.9 pmol/l. The repeat ft4 result on the e 411 analyzer with unspecified new reagent was 23.21 pmol/l. The repeat ft4 result on an e 601 analyzer was 26.03 pmol/l. The sample for this patient was also repeated on a beckman analyzer where the ft4 result was 15.93 (unit of measure not provided). On (B)(6) 2015 patient 6 ((B)(6) female) initial ft4 result on the e411 analyzer was 22.2 pmol/l. The repeat ft4 result on the e411 analyzer was 21.5 pmol/l. The sample was repeated on an abbott analyzer where the result was 18.2 pmol/l. No adverse events occurred. The cobas e411 analyzer serial number was (B)(4). Calibration and quality controls were acceptable. Pinch valve was replaced on (B)(6) 2015. The reagents onboard were checked and white residue was observed on the ft4 reagent. New reagents were loaded at this time. Calibration and quality controls were acceptable with new reagent. Analyzer performance check was performed on (B)(6) 2015 where the instrument operated within specification.

Manufacturer narrative:
On (B)(6) 2015, patient 5 had two repeat ft4 tests from the abbott analyzer of 16.1 pmol/l and 18.9 pmol/l. An age of (B)(6) with gender of male, and age of (B)(6) with gender of female were provided. It is unclear if these demographics belong to patients 1 and 2 in the initial report. Clarification has been requested. The customer provided data for 2 additional patient samples tested for thyrotropin (tsh) and ft4. Erroneous tsh results for patient 7 and erroneous tsh and ft4 results for patient 8 were identified. It is not clear if erroneous results were reported outside of the laboratory. The erroneous ft4 results for patient 8 will be covered on this supplemental report. Reference medwatch 200204124 for erroneous tsh results for patient 7 and patient 8. On (B)(6) 2015 patient 8 ((B)(6) female) initial ft4 result on the e411 analyzer of 32.1 pmol/l. The repeat result was 31.3 pmol/l with a data flag. The sample was repeated on an abbott analyzer with a result of 22.14 (unit of measure not provided. The repeat result on a cobas 6000 system was 30.52 pmol/l. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).